Manufacturer narrative:
On january 21, 2022, mentor became aware that the patient's implants were replaced with the following devices: (right) 150cc mentor memorygel breast implant catalog: 3501504bc lot: 9492387 sn: (B)(6)and (left) 250cc mentor memorygel breast implant catalog: 3502504bc lot: 9645311 sn: (B)(6).

Manufacturer narrative:
On january 5, 2022, the mentor failure analysis lab received the device for evaluation. On january 17, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpps dv 250cc breast implant had a crease/fold on the anterior view. In addition, a tear was found within the crease/fold measuring approximately 1.5 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. A second product was received ((b(6)) no adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that a (B)(6)-year-old caucasian female patient, who's undergone breast augmentation revision with two 250cc mentor smooth round moderate plus profile saline breast prostheses, suffered right breast implant deflation, post-procedure. The deflation was diagnosed during an in-office visit. As a result, the patient has been scheduled for implant explantation surgery on (B)(6) 2021.

Manufacturer narrative:
Future date of explantation: (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: pc-(B)(4).